Manufacturer narrative:
No specific medical device failure. No patients involved. Issue identified during echopixel internal testing. Health hazard evaluation completed by quality management.. All current users of product have been contacted, provided information on the issue. All current users have indicated that none use the stated enhanced multi-frame CT formatted dicom data, therefore no risk to patients corrective action process in place. No specific device failure involved.

Event description:
Problem: no patient involvement, problem identified during internal testing. Potential hazard(s): when using enhanced CT format dicom data, there may be: incorrect orientation of displayed image data indicating incorrect patient side (left, right, superior, inferior, anterior or posterior) (sidedness). Inaccurate measurement.